Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was on vacation overseas and the insulin pump did not seem to accept the batteries. Customer had a hard time finding batteries that will work on the pump. Customer stated that when she changed the batteries last night, it worked but this morning the pump's screen went black. Customer reported that she received a failed battery test alarm. Customer's blood glucose was 9 mmol/l. Customer stated that she cannot press act when trying to make a self-test. Customer stated that the pump has not been exposed to cold or heat. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and a cracked reservoir tube lip.